Manufacturer narrative:
The insulin pump passed the rewind, prime/compromised force sensor system, basic occlusion, and occlusion test. The pump primed properly. The pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched lcd window, and a missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched lcd window, and a missing end cap sticker. (B)(4).

Event description:
The nurse reported via phone call that the customer had a prime/rewind anomaly on the insulin pump. Customer's blood glucose is 459 mg/dl. Customer stated that he was unable to exit the preparing to prime loop. Caller stated that he took out the reservoir and battery. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.